Event description:
Beckman coulter inc (bec) (B)(4) reported receiving trance klean diluted which leaked through the cap. The cap was loose on the reagent bottle; however, the bottle was not damaged. The operator was wearing ppe during the event. No injury or exposure was reported.

Manufacturer narrative:
(B)(4).